Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an elbow arthroplasty procedure, there was some sticky residue found in the inner lid for the implant. The implant was not used, and no impact to the patient or delay during the procedure occurred. No more additional information is available at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received: updated: the complaint is confirmed based on the evaluation of the complaint sample that was returned. Visual inspection of the returned packaging material confirmed the presence of white residue on the superior side of the retainer. The device history records were reviewed and no deviations/ anomalies were identified. Investigation results concluded that the reported event was due to the white residue found on the retainer is glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. This issue is a common phenomenon and does not cause any risk to the patient. All materials are biocompatible and the adhesive residue does not contact the implant because it is contained in a poly bag. Therefore, the root cause for the reported issue is considered to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.